Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received another pump error 25. Troubleshooting was performed and found that the customer was able to clear the alarm successfully and stated that the pump rewind was completed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Pump was received with original battery cap, no damage on battery cap noted. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, and active current test but failed self-test due to power error 75. Thump was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple alarms on the event date of (B)(6) 2023 and a week prior: low battery alarms on (B)(6) 2023 23:12:00.000. Replace battery alert on (B)(6) 2023 08:43:00.000 to (B)(6) 2023 05:00:52.000. Replace battery now alarm on (B)(6) 2023 09:14:00.000. Power loss alarm from (B)(6) 2023 08:34:45.000. Power error 25 alarm on (B)(6) 2023 08:09:00.000 to (B)(6) 2023 20:32:00.000. Power error 75 alarm during testing on (B)(6) 2023 08:41:33.000. Power error 23 alarm during testing on (B)(6) 2023 08:52:28.000 to (B)(6) 2023 09:59:04.000. Power error 49 alarm during testing on (B)(6) 2023 08:52:28.000 to (B)(6) 2023 09:59:17.000. Power error 68 alarm during testing on (B)(6) 2023 08:52:56.000 to (B)(6) 2023 09:59:31.000. (B)(6) 2023 10:14:28.000 to (B)(6) 2023 11:38:23.000 alarm alert notification fault number: no delivery (7) - during bolus. No ¿no delivery alarm¿ during testing. The power management graph confirmed power error 25, unexpected low battery alert, power loss alarm, replace battery alert, replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 on pcba 1. After disconnecting and reconnecting the internal battery connector on j6 on pcba 1, the pump was monitored and continued to functioned abnormally. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, harness vibrator assembly, force sensor, or motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Power error 25 confirmed in the pump history, problem isolated to the electronic assembly. Pump error 75, pump error 23, pump error 49, and pump error 68 were confirmed, problem isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.